Event description:
Subsequent to the initial report, the following information was received: after the 3x18mm [previously reported as a 3x33mm] xience sierra stent was implanted successfully in the proximal left anterior descending coronary artery, a 2.5x18mm [previously reported as a 2.5x15mm] xience sierra stent delivery system was attempted to be advanced to the side branch but failed to cross the lesion. On attempting to remove the delivery system, resistance with the previously deployed stent was met. The delivery system was removed to the left main with stent deformation and elongation, and the stent dislodged. A snare was used to remove the dislodged stent. Further balloon dilatation was performed to the deployed stent in the lad and the ultimate result was acceptable. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficult to advance; however, the subsequent treatment appears to be related to circumstances of the procedure. Factors which may contribute to difficulty to advance through a previously deployed stent include, but are not limited to, vessel wall apposition of the deployed stent, damage to the other device, physician technique during attempt to cross through the deployed stent or anatomy characteristics. In this case, it is possible that the physician technique during attempt to cross through the deployed stent contributed to the reported difficult to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: catalog no. Updated. D4: UDI# updated.

Manufacturer narrative:
H6: type of investigation code 3331 removed. H6: investigation conclusions code 4315 removed.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced has been filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, heavily tortuous 95% stenosed left anterior descending coronary artery. An unspecified balance middleweight guide wire and unspecified 2x8 balloon were advanced for pre-dilatation. A 3.0 x 33 mm xience sierra stent delivery system (sds) was implanted successfully in the proximal left anterior descending coronary artery. Post dilatation was performed as per the proximal optimization technique. Guide wire access to the diagonal branch was lost. Following re-wiring of the diagonal branch, further dilatation of the lesion was performed. A 2.5 x 15 mm xience sierra sds was attempted to be advanced to the side branch but failed to cross the lesion. On attempting to remove the delivery system, resistance with the previously deployed stent was met. The delivery system was removed to the left main with stent deformation and elongation. The stent dislodged. A snare was used in an attempt to remove the dislodged stent; however, the stent could not be separated from the deployed stent and elongated further. The elongated stent was ultimately left in the aorta following attempts to cut it. Further balloon dilatation was performed to the deployed stent in the lad and the ultimate result was acceptable. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.